Event description:
Patient presented back to the physician with continued infection and a portion of the stimulation lead body eroded through the skin at the neck incision site. Physician brought the patient into the or, flushed the neck incision, tucked the stimulation lead deeper, and closed the site. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the ER physician a week post-implant procedure with redness and swelling at the neck incision site. ER physician examined the area, and cellulitis was diagnosed. ER physician prescribed antibiotics. Patient returned to their inspire physician for a follow-up appointment with continued redness and swelling at the neck incision. Inspire physician examined the area and observed purulent discharge. Inspire physician prescribed another round of antibiotics.

Event description:
Patient presented back to the physician with ongoing infection at the neck incision site. On examination, the physician noted wound dehiscence at the chest incision, with the ipg exposed and the infection appeared to have spread to the chest pocket. Physician brought the patient into the or and removed the entire inspire system. The patient was admitted postoperatively and was discharged a few days later with improvement. Wound cultures obtained during the procedure tested positive for staphylococcus infection.